Event description:
For the past 3 months, the sensors have been giving me a rash, red bumps, itchiness, blisters and inflammation of my skin. These sensors are suppose to stay on for 10 days at a time, and I haven't been able to wear them for the full 10 days since (B)(6) 2023. It monitors my blood sugars because I'm type 1 diabetic.